Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy0629 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported by healthcare professional that on (B)(6) 2022, the patient received dialysis treatment in our hospital. The doctor (deputy chief physician) selected this type of 12f*20cm dialysis catheter according to the patient's own situation. After opening the product package, no obvious abnormalities were found, and then proceeded according to the standardized process. During the dialysis catheter insertion operation, when using the guide wire in the product set, the doctor found that the guide wire was not conveyed smoothly, which affected the subsequent catheter insertion operation. In order to avoid harm to the patient, the doctor immediately withdrew the guide wire and found that the guide wire was bent. In order to ensure the treatment effect, the nurse followed the doctor's advice to re-select the same batch of dialysis catheters. The doctor performed the indwelling operation of the dialysis catheter again, and the same problem occurred again. The use of the guide wire was abnormal, and the indwelling of the dialysis catheter was successfully completed. The previous 2 sets of 20cm dialysis catheters could not be used by patients because the sterile packaging had been opened. The department treated them together with the matching guide wire as medical waste. This report addresses the second bent guidewire.